Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
Original case occured one and half to two months ago. The patient reported that they were sleeping on the side of the face where the plate had been implanted and heard a popping noise upon waking up. On (B)(6) 2014 a scan was performed and they discovered that the plate had broken.

Manufacturer narrative:
The reported event could be confirmed according to the x-ray provided. A visual, functional and dimensional examination cannot be performed and it is not possible to determine the root cause. According to the related design risk analysis there are these possible root causes: wrong/ missing information; too much load on implant / bone (e.g. Due to tmj disorder/disease); improper insertion/ positioning of implant; abnormal mental/ physiological condition of patient; wrong implant placement (e.g. Region with reduced bone quality, too much bone compression during screw insertion); implant was damaged by instrument/screw during bending/shaping/insertion; wrong choice of implant (e.g. Screw too short due to system mix-up and / or poorly assembled/used instrument or misleading measuring/identification). If the product will be returned at a later date an appropriate investigation will be performed, the complaint will be re-opened and the result revised. Sales rep moved territories and in the transition, the device was misplaced and therefore, not returned.

Event description:
Original case occured one and half to two months ago. The patient reported that they were sleeping on the side of the face where the plate had been implanted and heard a popping noise upon waking up. On (B)(6) 2014 a scan was performed and they discovered that the plate had broken.